Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a failed battery alarm. The customer¿s blood glucose level was 150 mg/dl. The customer reported that she got a battery failed error, then her pump turned off. The customer was advised the pump requires brand new batteries to work effectively. The troubleshooting was performed for failed battery alarm. The customer reported that she received the failed battery alarm after inserting new batteries. The insulin pump will not be returned for analysis.